Manufacturer narrative:
(B)(4). According to the (B)(6) the most common problem with peritoneal dialysis is peritonitis. This infection can occur if the exit site becomes infected or if the catheter becomes contaminated as connection or disconnect occur. The corynebacterium species are part of the normal skin flora. The incidence of nosocomial infections caused by corynebacterium species have increased substantially over the past two decades. Although a temporal relationship between the liberty cycler and the episode of peritonitis exists, there is no documentation to show a causal relationship between the episodes of peritonitis and the liberty cycler. It was reported by the nurse that the source of contamination is unknown. A follow up MDR will be submitted upon completion of the plant's evaluation.

Event description:
A peritoneal dialysis patient's contact reported that the patient had peritonitis. A follow up call was made to the patient's nurse who reported that the patient had peritonitis and was treated in clinic and was not hospitalized. The source of contamination was not known. The effluent culture was positive for corynebacterium, treated with vancomycin 1.5 gm every 5 days. The patient was recovering and continues to perform pd treatment.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The simulated treatment was performed, completed without any failures or problems. There was no signs of damage to the cycler. The system air leak and valve actuation test passed. The patient sensor calibration check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. According to the national institute of diabetes and digestive and kidney disease (nih) the most common problem with peritoneal dialysis is peritonitis. This infection can occur if the exit site becomes infected or if the catheter becomes contaminated as connection or disconnect occur. The corynebacterium species are part of the normal skin flora. The incidence of nosocomial infections caused by corynebacterium species have increased substantially over the past two decades. Although a temporal relationship between the liberty cycler and the episode of peritonitis exists, there is no documentation to show a causal relationship between the episodes of peritonitis and the liberty cycler. It was reported by the nurse that the source of contamination is unknown.